Event description:
It was reported that the insulin pump alarmed motor error just after a bolus, possibly during a basal procedure. The blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. The customer stated that she had leaned against a bed railing and may have pressed a button by accident. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.